Event description:
It was reported that the bur broke during an intracranial surgical procedure. It was also reported that debris was thrown from the device into the room. It was further reported there was a delay 5 minutes to switch to another device. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke during an intracranial surgical procedure. It was also reported that debris was thrown from the device into the room. It was further reported there was a delay 5 minutes to switch to another device. It was also reported that there were no adverse consequences and the procedure was completed successfully.